Manufacturer narrative:
Device evaluation summary: the reported battery failure was verified during service. The issue was resolved by replacing the battery, 12v, 6.5 ah, certified. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-console 560 instrument, battery failure occurred. The instrument was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer installed date is december 22, 2023.